Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016 with a diabetic ketoacidosis. This was his third hospitalization in 15 years. Customer's blood glucose level was 507 mg/dl. His dka gap was 22. He was feeling terrible. The customer was dehydrated. The customer was put on insulin drip immediately. The time and date on the insulin pump were incorrect. The insulin pump alarmed no delivery. The customer needed to undergo testing due to a little leak that was found related to enzymes. The device was not returned.